Event description:
We have experienced issues related to the prismaflex machines sucking air up into the filter sets from the solution bags hanging from the scales. At this point in time no patients have been affected. The air-in-blood detectors in the return line prevented air from being pumped back into the patients. We have, however, been forced to change filter sets due to air mixing with the blood in them. There were three occurrences last week. One was on a machine where the replacement bag went dry. Two were on the same machine, once for the dialysate bag and once for the replacement bag. We were informed of several other instances, but the machines were still being used. In these instances that biomed was called, the scales were checked, simulated runs completed, and the machines were returned to service. Upon checking the scales, biomed found that they were well within calibration limits and seemed to function and alarm properly during simulated runs. On simulated runs using 1-liter bags, the machines alarmed with 180-210ml of solution left in the bags. However, on runs using 5-liter bags of prismasate solution the machines alarmed with 50-60ml of solution left in them. We use the 5-liter bags for most of our patients. Our critical care departments have saved nine bags from patients that ranged from 21-74ml remaining. None of these were involved in any instances. The rep from the manufacturer informed us that the scales should be alarming for empty bags with 200-300ml left in them. The manufacturer has agreed that there is a problem and is investigating possible causes. The recent 2.01 software upgrade was that the minimal volume left in the bags was lowered. They were not able to tell us to what level. The combination of the lowered minimal volume and the injection port touching the sidewings may be causing the bags to be sucked dry.